Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that they were concerned about the implantable pulse generator (ipg) due to "an issue" on the device. The ipg remains in use. No patient complications have been reported as a result of this event.